Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5 / page 54: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.

Event description:
It was reported the needle deployed early. The patient reported that when the needle cap was removed the cannula was visible. The pod was not worn. No adverse patient impact was reported.

Manufacturer narrative:
The returned device was evaluated and the soft cannula was in the deployed state when the device was received. The data showed that the first priming sequence ended at 45 pulses and deactivation occurred at 55 pulses. Although the needle mechanism was reset and fired properly during the investigation, the reported event could not be determined. Investigation found a kink in the exposed portion of the soft cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. Although the cannula was damaged, the timing and cause of the damage is unknown.